Event description:
Customer called to report a needle that did not insert. He noticed his blood glucose level (bg) was high so he checked the pod and noticed the needle had not inserted. Customer removed the pod. Customer was able to activate a new pod. Pod was no longer available for return. No further issues were identified.

Manufacturer narrative:
The product will not be returned so no evaluation is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions. The lot was found to have met all acceptance criteria.